Event description:
The customer reported that there is a partial obstruction not allowing the trigger to completely return during the forward stroke. This is report 1 of 1 for event #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, noted that the forward direction trigger was blocked. The poor performance was attributed to normal wear. It was also found that the device lacked maintenance, and/or had not been properly serviced. Maintenance of the device was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.